Event description:
Baxter international coordinator received report from customer indicating a leak was found with this set before patient involvement. Additional information regarding this reported issue had been requested, however additional information has not been received. No patient involvement has been reported. Samples have been requested for evaluation.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 10, 2007. Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up medwatch will be filed.

Manufacturer narrative:
Device has been received for evaluation, unknown fluid was found in the device, customer could not confirm fluid. Plant was unable to identify fluid and are not equipped to decontaminate product to evaluate. Reported issue of leaking could not be confirmed.